Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The camera iris was adjusted to the proper position. The system was tested and operates as intended.

Event description:
The customer reported that the images of the 9800 system are very light and that in order to see them, the kilovoltage must go very high. No patient injury was reported.